Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance (greater than 3,000 ohms) and high out of range shock impedance (greater then 200 ohms). There was noise on the rv channel, causing inappropriate anti-tachycardia pacing (atp). The physician suspected a fracture. The rv lead was surgically explanted and a new lead implanted. The rv lead is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance (greater than 3,000 ohms) and high out of range shock impedance (greater then 200 ohms). There was noise on the rv channel, causing inappropriate anti-tachycardia pacing (atp). The physician suspected a fracture. The rv lead was surgically explanted and a new lead implanted. Besides surgical intervention, no adverse patient effects were reported. The rv lead was returned, and analysis completed.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.